Event description:
Spontaneous call from patient. Patient's pump alarming with 'no disposable, pump won't run' alarm. Patient tried detaching and then re-attaching cassette to the pump but alarm did not stop. Patient connected cassette to back up pump and got the same alarm. Patient was advised that the pumps are not the problem but the cassettes. Patient prepared a new cassette and attached to the pump. Pump running, no problem. Patient does not have the lot number for the malfunctioning cassette. Patient did not experience any ae. No further details available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? No. Did the patient have a back up device they were able to switch to? Yes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.